Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a communication or control error during startup. During troubleshooting on-site, the field service engineer first replaced the control printed circuit board (pcb) according to the recommendations in the service manual. Then the ventilator showed the another communication error and the problem was resolved by replacing both the control and monitoring pcbs. Device logs were not downloaded and it was announced that the replaced parts could not be returned for investigation. If the reported failure appears during startup, the reported technical error code will be generated and ventilation cannot be started. If a defect related to this error code appears during ventilation, ventilation will stop and the user will be notified by generated alarms. As no device logs or parts were returned for investigation, the reported problem could not be confirmed or any root cause determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating a communication or control error during startup. There was no patient involvement. (B)(4).